Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported by an individual that they were speaking with someone who works in customer service for the manufacturing company who had a stimulator for bladder control and that person told the individual that their device would turn off when they were near a microwave. The individual who reported this did not know event details; no further patient complications have been reported as a result of this event.